Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device was not detected on the bus. A field service engineer reconnected the row board cable and header, and removed any accumulated debris. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer had failed and device was not detected on bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.